Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to medical assistance on (B)(6) 2018 for low blood glucose. Blood glucose reading was 70 mg/dl at the time of incident. Customer's current blood glucose reading was 86 mg/dl. The customer has treated their blood glucose with food. The customer did not recall any significant events leading to their low blood glucose event. The customer reported the insulin pump is not alarming them, causing random high and low blood glucose. Troubleshooting did not find any issues with the insulin pump. The insulin pump will not be returned for analysis.